Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
It was reported the patient's right knee was revised. As reported: "pt. Presented with limited mobility following an I&d and insert-swap on (B)(6) 2020. Dr. Performed a lysis of adhesions/scar tissue, I&d and insert-swap on (B)(6) 2022 to help the pt. Achieve greater knee flexion and improved mobility of the affected leg. No complaints filed against the implants themselves."